Manufacturer narrative:
There was no indication of any malfunction of the device. The device was not returned.

Event description:
Allegedly, the patient underwent a robotic-assisted myomectomy to remove uterine fibroids and was subsequently diagnosed with endometrial stromal sarcoma.